Event description:
When the valve was taken out of the jar, a deposit was found on the leaflet of the bioprosthesis.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Engineering conclusion: each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves, there are inspection steps which check for general appearance and check under magnification. Subsequently, in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves are again inspected for foreign particulates. This is performed for 100% of all valves in the work order. Although the source of the cellulose and polypropylene materials cannot be conclusively determined, if they were observed on the device during the redundant inspection steps, the device would not have passed manufacturing. Since the frequency of this type of event is low (B)(4) and there was no patient risk since the device was not implanted, no corrective action will be taken at this time.

Manufacturer narrative:
Evaluation summary: customer report of deposit on leaflet was confirmed. Black particle and fibers were found on the inflow aspect of the valve. Outflow aspect of valve did not appear to have any contamination. See attached photos. Samples will be sent to chemistry for further evaluation. (B)(6) lab findings were consistent with what (B)(4) found during their evaluation of returned valve. Additional manufacturer narrative: samples were sent to chemistry for analysis. No conclusion can be drawn at this time. Supplemental report will be submitted with chemistry results.

Manufacturer narrative:
Evaluation summary: the product was received within the shipping carton box, a tagalert with no displayed error message is attached in the carton box. The jar itself looks good without any visible damage. After we opened the jar we realized that there are only a few drops of glutaraldehyde solution present in the jar. The post is pressed through the leaflets and the ID-tag was removed from the product and placed in the jar. On the leaflet outflow side there are no visible particles, but on the inflow side, three big particles on two different leaflets are visible. The provided preliminary evaluation was performed by our decontamination lab in (B)(4). A more conclusive evaluation will be conducted when the device reaches our facility in the u.s. And the particles can be examined by our chemistry department. The device history record (DHR) review is currently in progress.